Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow up and exhibited noise oversensing on their atrial lead. Programming changes were made to adjust sensitivity. Patient condition was stable after the programming was completed.